Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation 18-mar-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation with a decanav catheter and the patient experienced a pericardial effusion that required a pericardiocentesis. They noticed the effusion when they went in with intracardiac echocardiography (ice) when considering going transseptal. Ice was the only method used to confirm the effusion. A pericardiocentesis was performed on the patient, and 400 ml was drained. The patient's last known status was stable. No ablation was done and there was no generator in use. Biosense webster inc. Products in the body at the time were a soundstar® catheter and a decanav catheter. Additional information was received. Transseptal puncture was not performed during the procedure. The patient did not require extended hospitalization because of the adverse event. Patient fully recovered.